Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14mar2019. The service engineer (se) inspected the device. The se found that the display would not respond to touch in some areas of screen and the touchscreen could not be calibrated. The se replaced the touchscreen to address the issue and the ventilator was passed all testing.

Event description:
It was reported that the ventilators touchscreen is not working properly. No patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date of report : 15may2019, date rec¿d by MFR : 06may2019. A touchscreen assembly was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.